Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported the balloon was unable to be deflated. The nurse was only able to retrieve 3cc of water out of the balloon. The physician had to pull on the catheter to remove it from the patient. The balloon was still inflated after removal of the device. Allegedly, the patient had experienced self limited bleeding.

Manufacturer narrative:
Received 1 used latex foley catheter with the patient sticker only. The reported event was unconfirmed, as the product meets specifications. Per visual inspection, inspected exterior of sample and did not find anything to contribute to the reported event. Per functional evaluation, tested using syringe, inflated the balloon with 10cc water and the balloon was able to inflate easily and deflated in 15.60 seconds. The internal specification for deflation of this product type is 20.7 seconds, so the sample met the specification. Did not find anything to contribute to the reported problem. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "to deflate catheter balloon: gently insert a luer slip tip syringe in the catheter valve. Never use more force than is required to make the syringe ¿stick¿ in the valve. Allow the pressure within the balloon to force the plunger back and fill the syringe with water. If you notice slow or no deflation, re-seat the syringe gently. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen, preventing balloon deflation. If permitted by hospital protocol, the valve arm may be severed. If this fails, contact adequately trained professional for assistance, as directed by hospital protocol." (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported the balloon was unable to be deflated. The nurse was only able to retrieve 3cc of water from the balloon. The physician had to pull on the catheter to remove it from the patient. The balloon was still inflated after removal of the device. Allegedly, the patient experienced self limited bleeding.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported the balloon was unable to be deflated. The nurse was only able to retrieve 3cc of water out of the balloon. The physician had to pull on the catheter to remove it from the patient. The balloon was still inflated after removal of the device. Allegedly, the patient had experienced self limited bleeding.